Manufacturer narrative:
Error logs of the bedside monitor and the infinity central station were available for the investigation. The provided logfiles did not include the alarm history logs as they were deleted after the pt was discharged by the staff. The monitor and the affected accessories were tested by the draeger service technician on site and passed the functional tests. As there was no alarm history log available, it can not be determined what alarms were generated by the associated bedside monitor. The central station logfiles however indicate that an audible alarm was generated at the central station as the <audio pause> button for the affected bed was selected eleven times between admitting the pt at 10:38 and up until the pt expired at 11:28. Since the pt had ECG monitored with spo2, alarms would be generated at the bedside and central station. As the bedside monitor passed the test by the technician, it can be concluded that the alarm system did not malfunction during the event. The reported sine wave of the pt may be attributed to ambient light. The IFU states, ambient light can interfere with pulse oximetry measurements if the sensor is not properly attached, causing erratic measurement or missing valves. Observe proper sensor placement and cover the sensor with opaque material if interference due to ambient light is suspected during system test of the equipment it was found that the devices passed functional tests. The monitor passed all tests when checked by the technician after the incident. The central station logfiles indicate that an alarm was generated during the time of event.

Event description:
It was reported that a nurse came into the room and noticed that the pt did not breathe. The draeger monitor showed a sine wave (pulse of about 80 1/min). A defibrillator was connected and indicated a zero line. The resuscitation was unsuccessful. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.